Manufacturer narrative:
Follow-up #1 date of submission 01/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the complaint of no sound could not be duplicated on investigation. The pump powered on with audible sounds. The sound level decreased over time due to poor piezo contact connection; audible tones were found to be below specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s audio tones were not functioning since the day prior. The reporter confirmed that the pump¿s vibratory features were functioning appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.